Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the central control monitor displayed initialization error messages for the pressure module and the flow module. The electronic gas delivery system had an o2 pressure low and a gas pressure low error message and the system could not be calibrated. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.